Event description:
A customer reported that during a procedure, a system message displayed when using the footswitch during vfc (viscous fluid control). The surgeon sued a syringe to inject/extract the silicone oil. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).